Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing difficulty charging their implantable pulse generator (ipg) and difficulty connecting to the remote control. The patient underwent a revision procedure wherein their ipg was explanted and replaced. During the procedure, the physician assessed that the patient's ipg had been implanted subpectorally and over the two-centimeter depth limit. The patient was doing well postoperatively. The device was discarded.